Event description:
At generator change, we found a few episodes of noise on this ra lead (ringing noise like emi, but only on a not v). A small, questionable area on the atrial lead was observed (just distal to the collar with serial number) that appeared to be somewhat indented and had a small area of insulation that appeared damaged. The physician reinforced the area with medical adhesive. While manipulating lead, putting in and out old/new device we did not notice any noise. Lead remains implanted with new generator.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.